Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown at the time of incident. Customer also stated that the reservoir o ring broke off but reservoir was still able to lock in place. The device was returned for analysis.